Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV. A review of the device history record has been completed. No deviations or non-conformance's noted.

Event description:
Healthcare professional reported a right side capsular contracture baker grade IV. Device remains implanted.

Manufacturer narrative:
Device evaluation: the device related to the reported events capsular contracture was received on march 03, 2025, with lot number 1210207. Based on the product analysis performed, the assessments of the complaint codes are: capsular contracture: unable to observe. As per the investigation procedure, creases and cloudy in the gel were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported a right-side capsular contracture baker grade IV. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, h6.

Event description:
Healthcare professional reported a right-side capsular contracture baker grade IV. Device has been explanted and replaced.